Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction alarm did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm occurred again, and caller acknowledged and understood instructions.